Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the g5 mobile application became frozen. No additional patient or event information is available. No product or data was provided for evaluation. The reported event of the g5 mobile application being frozen could not be confirmed. A root cause cannot be determined.